Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed endomyocarditis. An echocardiogram noted vegetation on the right atrial lead and the medtronic right ventricular lead. The leads were explanted on (B)(6) 2018. The patient was in stable condition during and post-surgery.